Event description:
Pt hospitalized for hyperglycemia, pt awakened on 1/11 with "empty insulin cartridge" alarm. Blood glucose: 489, pt filled a new cartridge and used existing infusion set. Blood glucose remained high. Doctor requested pt perform urine test for ketones, but pt had no supplies to perform test. Pt went to ER at 10:30 pm on 1/11. Received IV insulin in hospital.